Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was frequently charging the ipg and the charge was depleting too fast. Database analysis showed that the battery discharge log showed possible signs of premature battery depletion. The change in battery depletion occurred around the time of the recent lead revision. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
(B)(4): device evaluation indicated that the complaint was confirmed. The daily battery depletion rate without any stimulation changed some time after the lead revision. The device exhibits excessive quiescent current leakage and it resulted in the reported complaint. It was reported that electrocautery was used during the patient's lead revision.

Event description:
A report was received that the patient was frequently charging the ipg and the charge was depleting too fast. Database analysis showed that the battery discharge log showed possible signs of premature battery depletion. The change in battery depletion occurred around the time of the recent lead revision. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was frequently charging the ipg and the charge was depleting too fast. Database analysis showed that the battery discharge log showed possible signs of premature battery depletion. The change in battery depletion occurred around the time of the recent lead revision. The patient will undergo ipg replacement procedure.